Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the trocar was inserted without visualization. The surgeon nicked an artery (artery nicked is unknown at this time). When the camera was put into the trocar, blood was everywhere. The patient bled out more than 500cc which required blood transfusion. The case was also converted to open to try and stop the bleeding. The surgical incision was extended for more than 1 inch and the procedure was also extended for 30 minutes or more. The patient died.